Event description:
It was reported by the customer that before treating the patient the cs100 intra-aortic balloon pump (iabp) the device could not be inflated normally after startup. There was no patient involved.

Manufacturer narrative:
Due to characters limitations, e1 (event site name) is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11 corrected fields: h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. After on-site investigation, it was confirmed that there was an air leak in the drive valve group, which could not be repaired on site. The customer was advised to replace it. After consideration, the customer decided not to repair it for the time being. The device has been placed in the warehouse and a repair sign has been hung.

Event description:
N/a.

Manufacturer narrative:
Updated fields :b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions ), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon on-site inspection, it is judged that there is a problem with the drive valve group. A repair quotation will be provided later. Once the customer confirms the repair plan and price, the parts will be ordered for repair. Since there is no agreement on the maintenance plan and price, the equipment has not been repaired yet and the machine is in a state of suspension for repair. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device - problem code, investigation findings and component codes)

Event description:
N/a